Event description:
End uses states he "thinks the catheter caused him recent bleeding event, he has been using these for 3-4 yrs. One he used had a "rough spot" near eyelet that he said it felt like it "hooked him" when he pulled it out in the middle of the night when he used it then he said in the morning he was "full of blood" when asked how much he said it was a "pretty good bit" and he said he felt burning in urethra. He said he has not seen his md but he already called his md to get antibiotics has yet to hear back and that is all he wants as he is asking if we can send him antibiotics. He said the bleeding stopped still has a little burning."

Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: (B)(4). Manufacturing site: (B)(4).